Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient fainted, hit her head, and had a concussion, the cgm was reading 9.6 mmol/l and the blood glucose reading was 2.1 mmol/l. When the patient loss consciousness, the mother called an ambulance, and at this moment the cgm and bg values were taken. The ambulance brought the patient to the hospital where she received an intravenous treatment of an unspecified medication. She was released from the hospital the day after the event. It is stated that she hit the top of her head, but no bleeding occurred. At the time of the report, she was feeling better but still had a concussion. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.